Manufacturer narrative:
Other, other text: h3: seven cadd cassette reservoirs with part number 21-7300-24 and lot numbers 3949582, 3934899, 3971733, 3962222, 3955175 were received in used conditions inside a plastic bag without their original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were detected. A syringe was used to infuse water into the cassette bag. Due to confirmation of the failure mode, one sample was tested; the sample leaked. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. The reported issue was able to be confirmed. The issue was determined to be a manufacturing issue.

Event description:
Information was received that cadd cassette reservoirs - flow stop leaked. The leak was reported to be between the tubing and the bladder right at the top of the cadd. There's a speculation that there's a hole in the bladder. There were no adverse events reported.